Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the catheter was flushed with saline, the saline came out where catheter meets hub. There was patient involvement and there was no patient harm. There was medical intervention-IV removal and restart. Outcome of the event was resolved. Age of the patient is 64 years old.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-13790-00 for details pertinent to this event.